Event description:
The customer indicated that during a c-section it was noted that the pt sufferred a burn to their inner lower thigh. The burn was approx 1 to 1 and 1/2" long and treated with sterile gauze. A conmed pencil was also in use. No further info was available.